Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed functional testing including daily, weekly, and monthly self-test, on/off current, patient and circuit impedance testing and shock testing without duplicating the report. Device logs confirmed the event date as november 25th. On that date, the device did not detect valid patient impedance and therefore did not initiate a rescue or deliver a shock. The reporting biomed was able to successfully perform multiple shocks using a patient similator. Electrode pads were not returned for evaluation. There is no fault found with the device and it was recertified and returned to the customer. No trend is associated with reports of this type.